Manufacturer narrative:
Block h6 3191 no code available was used as there is no equivalent FDA code for surgical intervention. The returned ipg sc-1132 (serial number: (B)(6)) was analyzed and the complaint of the patient experiencing discomfort at the ipg pocket site could not be confirmed with testing of the product return. Hence, the probable cause was determined to be no problem detected. No escalation is required at this time. The returned lead sc-2316-50 (serial number: (B)(6)) was analyzed and the complaint of the patient experiencing discomfort at the ipg pocket site could not be confirmed with testing of the product return. The lead was cleanly cut during the explant procedure and only the proximal side (24 cm) was returned. No anomalies were identified on the lead aside from the clean-cut. The clean-cut damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Hence, the probable cause was determined to be no problem detected. No escalation is required at this time.

Event description:
It was reported that the patient underwent a revision procedure to explant the entire scs system. The reason for explant was because the patient was no longer using the system and was feeling sore at the ipg site. It was also noted that the patient had not used the scs system in two years. The patient was doing well postoperatively. The explanted ipg and lead are expected to be returned and analyzed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-50, serial/lot: (B)(4), description: infinion 16 lead kit 50 cm.

Event description:
It was reported that the patient underwent a revision procedure to explant the entire scs system. The reason for explant was because the patient was no longer using the system and was feeling sore at the ipg site. It was also noted that the patient had not used the scs system in two years. The patient was doing well postoperatively. The explanted ipg and lead are expected to be returned and analyzed.